Event description:
A home pt's nurse contacted baxter's technical service center for assistance during fill 18/18. The nurse stated she removed the spike from the heater bag and respiked another bag because the solution ran short. No pt injury or medical intervention was indicated at the time of the iitial call.